Event description:
The customer reported a charge shock failure during op check. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a charge shock failure during op check. There was no report of pt involvement. The device was evaluated at philips and the issue was verified. The therapy pca was found to be defective replacing the therapy pca resolved the reported issue. The device passed testing and was returned to the customer.